Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring would not retract fully. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Specs of blood were observed on the cannula handle. Smalls traces of tissue and char was observed on the c-ring. The middle of the scope wash tubing was observed to be slightly bent. No other failures were observed. A mechanical evaluation was conducted. The c-ring scope wash tube was found not to be functional and was not able to fully retract without resistance or difficulty. The c-ring was not transected. There were no missing components observed on the c-ring. Based on the returned condition of the device and the investigation results, the reported failure mode ¿mechanical issue; cannula; c-ring will not retract¿ and analyzed failure "bent c-ring" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring would not retract fully. A replacement device was used to complete the procedure. The hospital did not report any patient effects.